Event description:
The devices were explanted and returned for analysis. From the examination of the returned devices and the clinical information provided, the cause of the aaa expansion is uncertain. However, it is possible that a type iii fabric endoleak may have been a source of the aneurysm expansion. The devices were returned in multiple sections; the bifurcate was transected into 4 pieces, the bare springs were cut, and the contralateral limb and extension were returned detached from the bifurcate stub and transected into 2 pieces. Near the mid-length of the ipsilateral limb, at the location that was marked by the physician with suture, a 0.9mm length x 0.3mm wide fabric tear was observed just proximal to the apex of spring #5. The exact cause of the tear could not be determined; the tear appeared to have been caused by abrasion from the adjacent spring or due to fabric crease fatigue. Films were not provided, and the in-vivo configuration of the stent graft is unknown. However, it is possible that stent graft limb angulation in this area may have led to spring abrasion wear in this location. A 1.2mm length tear of unknown cause was also seen on the bifurcate aortic body. However, no endoleak was reported in this area, and the tear appeared covered with tissue/thrombus in the ¿as received¿ condition. A small abrasion related hole was also seen on the distal contra limb, and was likely caused (and covered) by the underlying contralateral extension. No other stent graft integrity issues were observed.

Event description:
Additional information was received. It was reported that the patient¿s aneurysm was enlarging with no evidence of an endoleak. The physician decided to do an open repair, explanted the talent aaa stent grafts, and repaired with a surgical graft. A hole was noted in one of the explanted stent grafts. The physician stated it was a suture hole squirting blood from where the graft was fastened to the stent with prolene. The patient status is stable.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. Vessel morphology at the time of implant is unknown. Currently, the vessel morphology was reported as straight forward. The patient presented for a two year follow up and the CT revealed the aneurysm was enlarging. An angiogram was performed there was no visible endoleak present. The physician believes it is a type v endoleak. The physician believes there may have been a type ii endoleak. The physician elected to coil the lumbar artery. The patient will return in a month for follow up. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; type 2 endoleak), (cause of event is unknown). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type 2 endoleak), (cause of event is unknown).

Manufacturer narrative:
(B)(4). Results, conclusion: endoleak, removal of implant. Unknown cause of event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.